Manufacturer narrative:
H.3 eval: the communication errors were caused by low battery voltage. The cause of the lower battery voltage was not determined. When the subassembly was powered up with a power supply, it was found that the device crystal was no longer running. The crystal was checked and found to have high resistance. It is not known if the crystal failure caused the battery depletion. H.7 reference recall no. Z-232-7.

Event description:
During a routine follow-up, numerous attempts to communicate with the ICD were unsuccessful. The surface ecgs showed the pt pacing at 60 ppm. The ICD was originally programmed to pace at 40 ppm. It is therefore suspected that the ICD had reset prior to interrogation.